Manufacturer narrative:
The report device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the facility that the 60-6085-202a, v-care large, malfunctioned during a procedure on (B)(6) 2020. The type of hysterectomy is unknown. The surgeon filled the balloon with saline instead of air per the IFU. The saline leaked from the balloon and deflation occurred. The balloon fell off. This happened with 2 devices. The procedure was completed using a 3rd v-care with no issues. There was no patient injury or impact reported. There was no delay of procedure reported. The nurse did state that she is aware that air needs to be used with the balloon and not saline. This report is being raised as device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The complaint devices were returned to our facility per tracking number but has yet to be located for evaluation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 240 complaints regarding 459 devices for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following; remove the vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. This issue will continue to be monitored through the complaint system to assure patient safety.